Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an iliac interventional procedure. Reportedly, there was bleeding coming from the seam area below the quick cut mechanism on the device and not from the marker lumen when the device was positioned in the vessel. The device was removed and the sutures of a new prostyle device were successfully pre-placed. The iliac procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly, during prep prior to use, the marker lumen was flushed but they account did not recall if there was saline coming from the marker lumen and did not recall seeing saline coming from the seam below the quick cut. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of the device being returned for analysis, a conclusive cause for the reported difficulty could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.